Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was up to 453 mg/dl and other blood glucose level was 449 mg/dl. Customer stated that the tubing came off at the quick release and they were not able to get it to lock back in place. Customer changed the set and it was working fine customer performed self test and it was passed. Customer was declined for troubleshooting of high blood glucose. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.